Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly and action button and escape button, sometimes they did not work. Customer stated that low battery alarm or short battery life. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device passed displacement test and self test. Device monitored for several days. Device received with all operating currents within specification and displacement test. No unexpected low battery alarm anomalies noted. Device received with cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label. (B)(4).